Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced low blood glucose readings, battery out limit, weak battery, low battery alert and off no power anomaly. The customer's blood glucose reading was 58 mg/dl. The customer treated with food. Customer stated battery in use was (B)(6). Customer inserted a new battery and received low battery alert. The customer stated that the pump alarmed during normal use. The insulin pump will not be returned for analysis.